Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient was traveling abroad, took a nap and started having a seizure. The family tried giving her sugar in various forms, like juice, to wake her from the seizure, although her jaws were locked shut. They checked the patient's bg (blood glucose) and first it was at 40mg/dl, then 30mg/dl, then 20 mg/dl. They were not able to find glucagon at the time, but they did end up being able to wake her. Patient was taken to the hospital by ambulance and admitted for 3 days. The hospital took care of her bg and brought it up, took her off the pump immediately, and gave her injections of insulin instead while she was there. It was difficult for the hospital to control her bg levels and she kept swinging from highs to lows. They were giving her food for the lows. No other treatment was provided. They were not sure if the patient's bg went down due to exhaustion or something with the pump. The pod had been worn between 36 and 48 hours on the arm. Patient was not sent home with any medications, but was told to buy sugar and glucose tabs or gel to keep with her. She reverted to her insulin pen before she was release and continued to use that method. The patient's doctor was contacted and they changed the basal to 15 from 20, as well as decreasing the insulin-to-carbohydrate ratio and all her settings. She decided to go back on the pod on (B)(6) 2019.